Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the cause of the overdose was not determined. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (unknown concentration at 365 mcg/day) and dilaudid (unknown concentration at 5.3 mg/day) via an implantable infusion pump. The indication for use was intractable spasticity and movement disorders. It was reported that the patient was admitted to the hospital yesterday due to an overdose. It was noted that the caller thought someone had come out to check the pump and adjust the dose but he was not sure. It was reported that the patient was treated and was stable. No further complications have been reported as a result of this event.